Manufacturer narrative:
The insulin pump was received no button response due to flattened esc button dome switch. No cosmetic damage noted.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's mother stated that the pump was new and the esc button was hard to push. Customer's blood glucose level was 300 mg/dl. Customer has not treated yet. Customer was advised to discontinue use of the pump, but customer's mother stated that she will continue to use the pump. Customer's mother stated that she will treat with a bolus through the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.